Manufacturer narrative:
Hvad pump (B)(4) was not returned to heartware for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed an increase in power consumption for the reported event date. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Log file analysis review date: (B)(6) 2016; log dates through (B)(6) 2016: power consumption above normal operating range. Additional notes: a rise in power consumption has been logged starting (B)(6) 2016 to a peak of 6.5 w on (B)(6) 2016 outside of normal power consumption. Please send updated logs if changes occur. Log file analysis review date post lysis: 03/17/2016; log dates through (B)(6) 2016: normal power consumption. Additional notes: no alarms have been logged in the last 14 days of available data. High watts alarms, an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump. Hemolysis may be due non-device related causes or shearing within the pump, and may lead to the disruption of the integrity of the erythrocyte membrane. Thrombus and hemolysis are known potential complications associated with all patients implanted with vads as outlined in the labeling. The instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines) to avoid thrombus formation while the system is implanted. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported by the site that patient presented to clinic on (B)(6) 2016 for routine follow up visit. Upon vad interrogation, power found to be higher than baseline. Patient reported episode of transient power increase a few days prior. Log files submitted for analysis and concerning for suspected pump thrombus. Patient called to return to hospital for observation. Power returned to baseline after lysis was given. It was stated that the patient tolerated lysis well. On (B)(6) 2016, log files show power returned to baseline. It was reported from the site that the patient was discharged home. No further information available.